Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she did not think her insulin pump was working. The customer had a high blood glucose of 400 mg/dl this morning, which she treated with a manual insulin injection. The pump was inspected and there were no anomalies found; however, the customer declined to check her settings or perform a high pressure test. While troubleshooting occurred the patient's blood glucose dropped to 44 mg/dl. She treated her low with food. Troubleshooting occurred for the pump again and while no issues were found the customer was advised to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at the display window corners, reservoir tube lip, cracked battery tube threads and minor scratched lcd window.